Event description:
It was reported that during a device change-out oversensing noise was observed. Further examination revealed an insulation abrasion on the lead. The lead was capped and replaced successfully. The patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.